Manufacturer narrative:
B3: date of event is unknown. E1: 03 83 59 84 00. One device was received for investigation. Visual test was performed and found bubbled dso seal and damaged air sensor. Pump was tested for flow accuracy and failed. The reported complaint is confirmed. The root cause was that the expulsor was too high. This will be trimmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the issue is: "non-compliant volume control delivered". There was unknown patient involvement and unknown patient harm/adverse event reported.